Event description:
Boston scientific received information that tachycardia therapy was programmed off in this cardiac resynchronization therapy defibrillator (crt-d) for an unspecified reason. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
Additional information was received that confirmed that tachycardia therapy was intentionally programmed off by the physician. No adverse patient effects were reported.